Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl. Customers blood glucose reading at the time of call was 227 mg/dl. Customer was treated with food for low blood glucose event. Customer stated they experienced symptoms such as mental confusion. Customer was not using auto mode. Troubleshooting was performed. Customer will not return the device for analysis. No further patient complications were reported.